Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. Insulin pump received missing segments on display, problem isolated to electrical board. Insulin pump received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had crack and colorful vertical lines on the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.